Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm loss power. Customer's blood glucose was 145 mg/dl. The customer was advised that after 1 hour insert a new battery. The customer again received power loss alarm. The customer was advised that the internal backup battery could not be charged. The customer was advised that we would send replacement pump and agreed to return the product for analysis.